Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices were not provided. Based on the information reviewed, a definitive cause for the reported recurrent and death could not be determined in this complaint. The reported patient effects of mitral regurgitation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event: date is estimated. (UDI#): in the absence of a reported part number, the UDI number cannot be calculated. The clip remains implanted. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Article title: methodologic considerations on four cardiovascular interventions trials with contradictory results.

Event description:
This is filed to report post procedure, recurrent mitral regurgitation and re-hospitalization. It was reported through a research article identifying the mitraclip device which may be related to patient death, recurrent mitral regurgitation and re-hospitalization. Specific patient information is documented as unknown. Details are listed in the attached article, methodologic considerations on four cardiovascular interventions trials with contradictory results, the annals of thoracic surgery (2020). No additional information was provided.